Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 implantable pacing lead, (B)(6) 2010. (B)(4). Evaluation summary: preliminary analysis functional testing found numerous anomalies associated with the amplitude and battery voltage, and longevity testing revealed the device had not met its expected longevity. Upon further analysis, the maximum amplitude measured on the ventricle pacing path was 2.53v, and the atrial pacing path displayed an extremely attenuated and distorted waveform with maximum amplitude of 400mv. Excess current drain was noted. Optical inspection of the exterior and interior of the device, x-ray inspection of the device, and high magnification x-ray inspection of the scsp (small component scale package) did not reveal any obvious anomalies. The pertinent ic (integrated circuit) was reclaimed from the scsp, whereupon optical inspection of the ic identified eos (electrical over stress) damage to the case and atrial ring output transistors. Additional inspection did not identify the cause of the eos damage.